Manufacturer narrative:
Correct mercury medical CPR-2 device is cat #10-56005, lot #12816005. Qa received a product problem FDA MDR (B)(4) 2012. The MDR reporter was contacted and CPR-2 bag was received on (B)(4) 2012, examined and tested. The investigator confirmed a visible kink in the tubing forward of the end nipple as connected to the oxygen intake valve. The root cause for this cosmetic exterior kink defect is deformation over time due to compression within packaging. This kink resistant pvc tubing has 6 deep interior channels designed to continue gas flow when tubing is bent or constricted. The returned bag tested functional per the specs. As stated in the dfu, the bag should be tested prior to deployment. A tubing occlusion makes an audible hiss and would cause a flowmeter float ball to fall. That condition should be easy to detect and a defective bag discarded and replaced. The tubing was examined under 60x magnification but no obstruction was detected inside the lumen and the bag had no other visible defects. The bag was connected to an adult test lung configured to iso 10651-4:2009 standard for manual ventilators and supplied with 10.0 lpm oxygen flow. Results: testing measured a greater than or equal to 85% oxygen concentration at the pt valve which is 100% of the iso manual ventilator standard. The oxygen tubing was then bent a full 180 degrees producing an audible hiss. This position was secured with a band and the bag tested again. The result was the same - oxygen in the pt valve measured greater than or equal to 80% or 100% oxygen delivery per the iso standard. A 2nd test measured gas flow with kink straightened vs a 180 degrees bend. There was no significant difference. Testing did not result in flow occlusion and both positions produced a 10 lpm air flow. Reported defect was not observed.